Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was unable to be verified. The cause of the issue was unknown. No repairs were done to correct the issue and the device passed all functional tests.

Event description:
It was reported that the device failed volume test twice at 18.547 and 18.683ml. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.